Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown. Customer stated that the middle of the pump screen went dark and it again went normal. The device will be returned for analysis.

Manufacturer narrative:
After battery installation device gave a full segment display anomaly due to faulty connector at interface board. No unexpected/beep anomalies were noted. Unable to perform operating currents, self-test, rewind test and displacement test due to full segment display.